Manufacturer narrative:
H4: the lot was manufactured between january 31, 2024 - february 1, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed, and it was noted that there was residual fluid inside the device bladder which suggested a possible underinfusion. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during infusion. There was approximately 30% of volume remaining in the pump. The pump contained piperacillin/tazobactam in 0.9% sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.